Event description:
Note: this manufacturer report pertains to the first of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-03180 and 3005099803-2012-03181 for a description of the second and third device. A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the device would not open. It is unknown when the event took place, if it occurred inside or outside the patient, or if there was a stone present inside the basket when the event occurred. It is unknown how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Event description:
Note: this manufacturer report pertains to the first of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-03180 and 3005099803-2012-03181 for a description of the second and third device. A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the device would not open. It is unknown when the event took place, if it occurred inside or outside the patient, or if there was a stone present inside the basket when the event occurred. It is unknown how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned optiflex retrieval basket revealed received the introducer was on the sheath when received and the basket extended approximately 9mm. The outer sheath was kinked approximately 6mm from the distal end. When the thumbwheel was actuated, the thumbwheel and basket would open and close without issue when the device was held straight and in a loop. When the pinch vise was turned, the basket would rotate. The basket and all of the basket wires were present and attached; the basket was bent. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.